Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that of the insulin pump was hard to push. Blood glucose level at the time of the incident was 148 mg/dl. The customer was calling back with the same issue. The customer was advised the insulin pump has to be replaced. The product will be returned for analysis.